Event description:
Medtronic received information that the physician decided to use a sternoclavicular approach to gain access to the aortic valve. However, severe tortuosity was reported. Access through using this sheath was made, but all attempts to pass the valve system were unsuccessful. The valve system was removed, and after removing this sheath, the patient's blood pressure dropped and hemodynamics collapsed. A complete rupture of the sternoclavicular occurred. An artificial blood vessel repair was immediately performed. A endoprosthesis was inserted and the stump of the blood vessel was sutured to the endoprosthesis. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).